Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 09 -may-2024, 12-may-2024 and 16-may-2024, it was reported that patient faced 3 events of infusion set fell off during use. The event occurred within 3 hours of insertion. The blood glucose level was 342mg/dl at the time of event. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 3